Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident. It was determined that the drawer did not open. A technical support specialist (tss) remoted in and logged user out of the application. Tss asked user to try again and that time it worked as intended issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.